Manufacturer narrative:
The insulin pump passed the displacement, rewind, seating and basic occlusion tests. The low battery alarm was found in the long history file. The insulin pump was received with missing retainer ring, missing reservoir tube o-ring, scratches on the case, cracked keypad overlay at the center circle button and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call issues with the insulin pump. Customer's blood glucose level was unknown. Customer advised they replaced the battery on the device multiple times. Customer advised the battery was drained within 2 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.